Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. The 85% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.25x28mm taxus liberte stent delivery system (sds) was then advanced to the lad and while attempting to deliver the stent to the lesion the stent moved distally on the balloon. The taxus liberte sds was removed and the stent remained on the delivery system throughout the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 85% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.25x28mm taxus liberte stent delivery system (sds) was then advanced to the lad and while attempting to deliver the stent to the lesion the stent moved distally on the balloon. The taxus liberte sds was removed and the stent remained on the delivery system throughout the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the stent has moved distally on the balloon. Stent damage throughout the entire stent is also visible with the most severe of the damage found on the distal edge of the stent. The distal stent is bunched and misaligned which resulted in the tip being entirely covered. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).